Event description:
A tandem mobi cartridge alarm was reported by the customer, occurring three times, with the first instance during insulin deliveries and the subsequent times during new cartridge loads. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarms and decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed to return the faulty pump using the provided return box and pre-paid label within 10 days.